Event description:
Paramedics attended to a female 84 years old, complaining of difficulty breathing. The patient's electrocardiogram rhythm went asystolic, then to an idioventricular rhythm, then to ventricular fibrillation. A countershock was administered after which the monitor display allegedly went blank for approximately 30 seconds. The device then reportedly went through a normal boot up and the electrocardiogram came back normally with no further problems observed. The patient was delivered to the emergency room where resuscitation efforts were stopped. The patient was not resuscitated. The reporter indicated the alleged malfunction did not cause or contribute to the patient's death. This opinion was based on an assessment of the patient's condition.